Event description:
It was reported that foreign matter was found in the angiocath pnk 20ga x 1.16in before use. The following information was provided by the initial reporter, translated from chinese to english: "381134, batch: 7241836, there are foreign objects in this product."

Manufacturer narrative:
H6: investigation summary: bd received a 20 gauge angiocath unit from lot 7241836 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of foreign matter inside the package. The piece of foreign matter was inspected and determined to be piece of cardboard. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was an operator error that occurred during the packaging process. The manufacturing facility has been notified of this incident and the findings. A training was issued to all packaging operators to raise awareness of this issue and prevent recurrence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the angiocath pnk 20ga x 1.16in before use. The following information was provided by the initial reporter, translated from (B)(4) to english: "381134, batch: 7241836, there are foreign objects in this product."